Manufacturer narrative:
One opened ultra vitrectomy probe was received with a tip protector, in a tray, for the report of could not cut during surgery. The returned sample was visually inspected and found to be non-conforming with the shell detached from the probe assembly and foreign material on the needle and port face. Adhesive is present on a couple locations of the shell flanges and the engine housing. Functional testing and disassembly activities were unable to be performed due to the visual condition of the probe. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The complaint sample was received with the shell detached from the probe assembly. Therefore, the complaint was unable to be confirmed and the exact root cause of the complaint could not be verified. The exact root cause of the detached shell cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site. The complaint was unable to be confirmed and an exact root cause could not be verified, therefore, no specific action with regard to this complaint was taken. Probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the probe did not cut during a procedure. Aspiration was functional. Additional information was requested; however, none has been received to date.